Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, a sensing integrity warning triggered. It was also reported the rv lead exhibited over sensing/noise, high sensing integrity counter (sic) and high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient presented to the emergency room with worsening chest pain. Upon review of the transmission data, numerous noise oversensing episodes were noted, high threshold measurement noted as chronic high lead measurement, and high sensing integrity counter (sic)/oversensing were noted again. It was also noted that the lead is implanted in the atrium. Follow up information indicated no interventions, and no reprogramming performed. No complications indicated. The atrial lead remains in use.